Event description:
In preparation for an endoscopic procedure, the physician selected two (2) cook 6 shooter saeed multi-band ligator. The physician installed the device and detected the bands was unexpectedly off from barrel [premature deployment]. This occurred prior to patient contact; there was no impact to the patient. On 11-may-2020 the devices were returned for evaluation.

Manufacturer narrative:
Information regarding section e3 - initial reporter occupation: unknown. Investigation evaluation: our laboratory evaluation of the products said to be involved confirmed the report. Device 1 - the product return included the loading catheter, the irrigation adapter, trigger cord, the barrel with no bands still in place, 6 deployed bands, and the handle. Visual inspection of the returned product found 3 constricted deployed bands laying in the opened tray. The remaining 3 constricted bands were found tangled in the trigger cord. The handle returned was in the 2-way position. The trigger cord was examined and all 12 deployment beads were present. The beads were verified for correct location using a bead inspection plate. The beads were also examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within tolerance. An evaluation of the handle wheel movement was also performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. Device 2 - the product return included the loading catheter, the barrel with 5 bands still in place, the irrigation adapter, and the handle. The deployed band was not included in the return. The beads that were remaining on the barrel appeared to be slightly shifted but still in position to fire each band. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired successfully. The handle returned was in the 2-way position. The trigger cord was examined and all 12 deployment beads were present. The beads were verified for correct location using a bead inspection plate. The beads were also examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the tolerance. An evaluation of the handle wheel movement was also performed and the wheel functioned as intended. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use includes the following within system preparation "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use includes the following within system preparation "with handle in two-way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for an endoscopic procedure, the physician selected a cook 6 shooter saeed multi-band ligator. The physician installed the device and detected the bands was unexpectedly off from barrel [premature deployment]. This occurred prior to patient contact; there was no impact to the patient.